Event description:
Husband of home pt (hp) reports reconnecting the final bag to an already spiked line of the homechoice set, while troubleshooting through an alarm situation during apd treatment. Baxter affiliate reports technican assisted them in completing the treatment for the evening. No pt injury or medical intervention required as a result of incident per affiliate.